Event description:
It was reported that the driver shaft is worn and would not tighten the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The tip of the driver has been sheared off.